Event description:
Ous MDR - after an implantation period of about 35 months, an increase of the impedance (> 3000 ohm) and of the threshold was reported. No adverse patient side effects have been reported. The lead was not returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The available impedance trend showed an increase of the pacing impedance. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.